Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the devices had pressure sensor failures and they are often the upper pressure sensor. This was reported to bd representatives during their site visit. There was no information on patient involvement.